Manufacturer narrative:
The device was explanted and is expected to be returned for analysis. Preliminary assessment by physician was incessant vt/vf.

Event description:
Boston scientific received information that following an uncomplicated sicd implant, the physician placed the device into the pocket to initiate defibrillation testing (dft). Ventricular fibrillation (vf) was successfully induced and the device monitored for appropriate sensing and therapy delivery. A 65 and 80 joule shock were delivered. Both shocks exhibited normal time to therapy, appropriate sensing and impedances measurements within normal ranges; however, neither shock proved successful at rate conversion. An external shock was then delivered, again nonconversion persisted. Cardiopulmonary resuscitation commenced and the patient was intubated by the anesthesia team. Cardioversion was reported successful a few times however; the patient was unable to sustain a sinus rate. Over the course of an hour, the patient received CPR and external shocks, as multiple runs of vt/vf persisted. Treatment was stopped upon repeated pulseless electrical activity and patient moved to ICU where he passed way. The representative reported that the pre-implant screening had been completed approximately a month prior and noted that the patient had a poor ejection fraction and perhaps should have had external shocking following a single unsuccessful system shock (rather than allowing the implanted device to deliver two unsuccessful shocks). Impedances measurements from the two system shocks were within normal ranges at 134 and 145 ohms, respectively however on the high side of normal which could indicate a suboptimal implant location- device possibly too low. X-ray imaging was requested however, only external monitor screenshots were provided. Based on the limited imaging content, boston scientific was unable to confirm if system placement had been a factor but did state device appeared a bit anterior.